Manufacturer narrative:
(B) (4). The event was initially evaluated and determined to be non-reportable. The returned device was evaluated and the event was determined to be a result of a product malfunction, therefore, it is reportable. Evaluation: one 3-l, 12 fr x 20 cm catheter and one swg were returned for evaluation. The returned .866mm diameter swg was inserted into the distal end of the catheter, but would not pass through the juncture hub. The swg was then inserted into the distal extension line and again would not pass through the juncture hub. The device history records for the catheter were reviewed with no relevant findings. The report of difficulty passing the swg through the catheter was confirmed through functional testing of the returned sample. The potential cause of this issue is manufacturing related, since evaluation of similar complaints found the lumens inside the juncture hub to be deformed. A CAPA has been initiated to address this issue.

Event description:
It was reported that after the spring wire guide (swg) was inserted, they tried to insert the catheter over the swg, but it could not be advanced. As the clinician suspected the swg, it was exchanged with a new one. The catheter was again inserted, but again the same difficulty occurred. As a result, the catheter was exchanged without difficulty or complications to the patient.